Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial, primary UDI number). Upon review, the section d primary UDI and serial number have now been updated. Additional information has been provided in h3, h6, and h11. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. There was no defect noted with the returned pump as it was able to be reprogrammed and went through the case start steps without issue, but as imc logs were not returned, it cannot be confirmed if the pump was already initialized when they were starting the priming causing the device to skip the purge priming steps, therefore the cause of the priming issue cannot fully be established.

Event description:
It was reported that after implantation of an impella cp the supporting automated impella controller failed to prompt to start the pump. The controller was exchanged for a new one without resolution. The pump was then exchanged for a new one and the issue resolved. No patient harm was reported.

Manufacturer narrative:
A4, a5, and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D6b, date of explant, has been added.

Manufacturer narrative:
D9: added the devices return information.